Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient may undergo surgical intervention. No further information is known at this time.

Event description:
Device 1 of 3: MFR reference report: 3006705815-2019-01108, and 3006705815-2019-01109.

Event description:
Device 1 of 3: MFR reference report: 3006705815-2019-01108, and 3006705815-2019-01109. It was reported that the system was explanted on (B)(6) 2019 due to patient not getting adequate therapy. Reprogramming was attempted without success.